Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection and the device was explanted. The device has been received by bsc, however a full investigation was not required as there were no allegations of a device malfunction.

Manufacturer narrative:
The device has been received for analysis, and the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported the device was explanted due to infection. The device has been received by bsc, and is awaiting investigation.